Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the 1 ml bd safety-lok¿ tuberculin syringe with 27 g x 1/2 in. Permanently attached needle had scale marking issues and appeared to had crooked markings. Found during use. No serious injury or medical interventions noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR check was not performed as the lot number is "unknown" for this complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. No additional investigation and no CAPA is required at this time. Level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Occurrence: a complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR check was not performed as the lot number is "unknown" for this complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.